Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that when they used their bone stimulator earlier this year, they experienced anal pain that prompted them to repeatedly turn therapy down. They stated that they had to bring therapy very low to stop feeling the pain. They also stated that the pain didn't necessarily occur while using the bone stimulator. Since they stopped using the bone stimulator, they had been able to increase therapy again. Their anal pain only occurred within the months of using the bone growth stimulator.